Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that they have patients with spinal cord stimulators and navigation and everything goes out the door once they elicit rf for ablation. The hcp was worried about navigation and didn't know if there was a reactionary kind of system there of the device and it completely threw navigation off.